Event description:
During monitoring, it was found that the white tube and internal wire was exposed. The device was replaced by another icp sensor. Monitoring continued.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Investigation in process.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the evaluation was performed by the supplier. During the evaluation, a review of quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the device was received in two pieces. The catheter is broken. A suture is attached to catheter material. The internal catheter wires are exposed and broken. No testing possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this or similar complaints.